Event description:
It was reported that the patient called the hotline and stated that the pump is alarming no disposable clamp tubing pump won't run. Instructed patient to hit the start stop button to silence the alarm, reviewed settings and powered the pump off, closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm no disposable clamp tubing pump won't run. Instructed patient to silence alarm and power pump off. Tubing clamped nearest port. Instructed patient to call doctor now for further instructions. Patient verbalized understanding and no further needs at this time. There was no patient injury reported. No additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a faulty dso sensor; however, this cannot be confirmed as no product was returned for investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.